Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on december 21, 2018 but was not available. Trend analysis: a trend considering exafit breakage was previously identified and addressed in design change. DHR-review: as no lot number was provided, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR event description: it was reported that the exafit stem (on left hip) broke on (B)(6) 2017 after the patient had a fall at home while walking. Patient had a lack of motion in the lower left limb and experienced a fracture of the prosthetic neck. A revision surgery was done on (B)(6) 2017. Primary tha was on (B)(6) 2002. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: see conclusion. Conclusion summary: the patient underwent a revision surgery on (B)(6) 2017 due to exafit stem breakage after the patient had a fall while walking. Raw material certificate and device history records for the product could not be reviewed due to the unidentified lot number reported to zb. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. However, possible causes for the fracture of the stem include insufficient fatigue strength of product, patient disregards limits of the device (high patient activity - patient was reported have a fall), general corrosion (crevice, pitting, galvanic), damage of stem during implantation, notching due to impingement between cup and stem neck due to malpositioning of components and notching due to laser marking in high stressed implant areas. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records could not be performed as the provided lot number was not found in the system. The correct lot number was requested. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e ms-30 stem lateral polished 6) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a exafit stem 4.1 8/10 .1 8/10 on (B)(6) 2002 on the left side. It was also reported that the implant broke on (B)(6) 2017 after the patient had a fall at home while walking. The patient underwent revision surgery on (B)(6) 2017 due to fracture of the stem.